Event description:
The customer reported that the main lamp on her olympus video system center expired and would not turn on, causing the spare lamp to kick on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
While speaking with her olympus sales representative (rep), the customer declined to have the device returned at the time of the reported failure. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were unable to identify the root cause of this event. Since the device was not returned, we could not confirm the lamp was expired. Olympus will continue to monitor field performance for this device.